Event description:
Site reported recent problems with post op inflammation one day post intralase flap creation. Site has experienced thirteen cases out of sixty-two treatments over 10 days. Two of the thirteen patients developed diffuse lamellar keratitis (dlk) and required flap lift irrigation in conjunction with intense steroid drops. The dlk stage is not known. Refer to medwatch number 3006695864-2012-00034 for the report of the other patient with dlk who required flap lift irrigation.

Event description:
Site reported recent problems with post operative inflammation one (1) day post operative intralase flap creation. Surgery date: (B)(6), 2012. Eye: right eye (od) 1-2 diffuse diffuse lamellar keratitis (dlk).; left eye (os) central toxic keratoplasty. Intervention: increased to hourly steroids for one week. Progress: as of (B)(6) right eye (od) has resolved and left eye (os) 6/12 (20/40). Medication: levofloxacin; dexamethasone minims; clinitas; hylo-tear.

Manufacturer narrative:
Corrected the following sections: date of this report: (B)(4) 2012. Date received by manufacturer: (B)(4) 2012.

Manufacturer narrative:
Surgery date is (B)(6) 2012.

Manufacturer narrative:
Patient interface, lot number cj01390, exp. 2013-09; patient interface, lot number unknown, exp. Unknown. The system was checked and found to be within specification. A review of the manufacturing records for the patient interface, lot number cj01390 was conducted. The documentation shows that products were manufactured within specifications. An additional system was also checked and was also found to be within specifications (intralase fs2; 20005k, serial number (B)(4)).

Manufacturer narrative:
Patient interface, lot #cj01390; exp. 2013-09; patient interface, lot unknown; amo excimer. The system was checked and found to be within specifications. It was noted that the temperature went as low as 12.5 degrees celsius and the required ambient room temperature should be between 19 and 23 degrees celsius. A review of the manufacturing records for the patient interface, lot number cj01390 was conducted and the documentation shows that the product was manufactured within specifications. An additional system was also checked and found to be within specifications (intralase ifs; 20005k, (B)(4); device manufacture date october 2008). Placeholder.